Event description:
The customer reported the etco2 failed to give a reading and waveform during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported the etco2 failed to give a reading and waveform during a pt event. There was no negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.